Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation since it is still implanted. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 to remove cls stem and got implanted with an unknown wagner sl stem on the left side. Later on (B)(6) 2017, patient fell and her distal part of femur on the left side got fractured. On (B)(6) 2017, femoral fracture was treated with implantation of ncb plate and cerclage wires. Note: the revision of the cls stem was captured in (B)(4).

Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be performed as no item number is available. Event summary: it was reported that the patient initially had cls hip stem implanted on (B)(6), 2016 and it was exchanged to wagner sl stem on (B)(6), 2016 due to patient's accidental fall resulting in implant and femur fracture. Review of received data x-rays taken after the revision surgery of the wagner stem were received for review. They do not convey any valuable information for the investigation of the case. It is only observed that the fracture occurred at the distal femur. Devices analysis no product was returned to zimmer biomet for in-depth analysis as it remains implanted. Root cause analysis root cause determination using dfmea: aseptic loosening, fracture of implant due to fretting of metallic cerclage wire against implant leads to notching or wear => possible: metallic cerclage wire presence is unknown, therefore cannot be excluded. Aseptic loosening due to excessive wear in the taper connection (leading to metalosis) => possible: product was not returned, therefore cannot be excluded. Aseptic loosening due to insufficient primary and/or secondary stability due to design => not possible: product was not returned, therefore cannot be excluded. Aseptic loosening (stress shielding) due to incorrect distribution of load due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . Aseptic loosening, migration of stem short and long term due to surgeon unfamiliar with implantation technique of this stem design (early stability) => possible: no surgical report was received to confirm, therefore cannot be excluded. Migration of stem short and long term, splitting of femur, improper initial setting of the implant due to awl design doesn't correspond to the stem design (functionality) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Migration of stem short and long term, splitting of femur due to surgeon unfamiliar with the correct indications => possible: no surgical report was received to confirm, therefore cannot be excluded. Migration of stem short and long term, splitting of femur due to wrong size implanted (incorrect size chosen) => possible: stem ref/lot is unknown, therefore cannot be excluded. Hypersensitivity reaction leading to pain, loosening, alval, pseudotumors due to release of metal ions from implant surface (chemical reduction of material) => not possible: no hypersensitivity reaction was reported. Increased wear, loosening or fracture of components due to patient with high body weight => not possible: patient body weight is in normal range. Fracture of bone, implant due to too much press fit => possible: no post-op x-ray was received to confirm, therefore cannot be excluded. Conclusion summary according to the event, patient underwent revision surgery of the wagner sl stem due to bone fracture after 3 months in-vivo time. Ref/lot numbers of the products were not available for the investigation. Neither x-rays belonging to the time interval of interest, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is known that the patient had a fall resulting in the femur fracture again as before she experienced for the last revision surgery. Therefore, the most possible reason of the failure with the information at the hand is the fall that the patient experienced. Nevertheless, other possible reasons that might be leading to the bone fracture can be summarized as fretting of metallic cerclage wire against implant leading to notching or wear, excessive wear at the taper connection leading to aseptic loosening at the taper connection, surgeon unfamiliar with implantation technique of this stem design (early stability), surgeon unfamiliar with the correct indications, use of a wrong rasp which does not correspond to the stem size, wrong size selection of the implant and too much press fit during the op. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer`s reference number of this file is (B)(4).